Event description:
A zoll patient service representative called zoll customer support to report a battery charger problem. The pt was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation corrosion was discovered on the battery board. Capacitor c21 and resistor r46 were corroded on the bedside board. Connector j502 was corroded on the ca board. The root cause of the corrosion was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.